Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump was received with minor scratched lcd window, cracked case at the reservoir tube window corners, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test. Pump was received with normal operating currents. Pump passed the self test. Pump passed the unexpected error test. Pump passed off no power test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.